Event description:
It was reported that an inappropriate shock was delivered due to noise during the patient performing a gardening activity involving this system. It was also noted that the smartpass filter was deactivated. A request for additional technical services (ts) review was needed. Ts reviewed the provided device data and noted that myopotentials may have led to the observed noise and inappropriate shock. Ts also noted that r wave variation was seen in several instances and smartpass was deactivated since december 2019 likely as a result. An in office evaluation should be performed to determine the root cause of the reported clinical observations. A follow up took place and different maneuvers were performed and sent for ts review. An x-ray was also performed and sent for review. The field representative noted that optimization of the device recommended programming the device to the primary sensing vector, but it was decided to reprogram the device to the alternate sensing vector. This vector showed the least amount of noise. Additional ts review noted that based on the provided reports all sensing vectors show susceptibility to myopotential noise, with oversensing documented both on primary and secondary sensing vectors. The alternate sensing vector amplitude appeared somewhat more stable and has allowed for smartpass filter to be enabled, while oversensing was not observed. Ts discussed an option is to re-screen this patient and evaluate, as x ray data was inconclusive. Ts also noted that it would be important to complete this evaluation to identify potential sub-optimal findings, potentially related with observed findings and that could impact alternate vector sensing performance. Additional x-rays were provided from the implant date and most present and it was evident that the electrode had migrated, which could explain the decrease in r wave amplitudes. At this time the electrode remains implanted. No adverse patient effects were reported.